Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during an unknown procedure, the device was very hard to fire, doctors had to use strong force to fire. After firing, there was bleeding in stapler line, the doctor used two "viryl plus" to stop bleeding by suturing. Converted procedure to open, and prolonged 40 minutes.